Event description:
Initial report: this spontaneous non-serious case was reported by a nurse via company rep to our local affiliate. One week ago the pt received therapy with poly-l-lactic acid (sculptra), indication and dosage not provided. On an unk date, the pt developed a hard lump on her cheek which could possibly be a hematoma as it is too soon after treatment to be a nodule or granuloma. The lump is persisting. It is unk if any corrective treatment was given. The reporter did not provide a causal assessment. Further info has been requested. A pharmaceutical technical complaint has been initiated.